Event description:
The complaint was flagged for having mechanical failure with air compressor. During start up, compressor would try to turn on but would reinitiate starting up a few times before home screen turned on. Pump immediately had red alarm for compressor. Pump was reverted to manufacturing mode to test functionality of compressor. During the test, the compressor didn't turn on and failed during test. Dynaflo air compressor will be replaced during repair.

Manufacturer narrative:
Attempted to submit via FDA esg on 19jul2024, but received the message "an error occurred when scanning the file: connection timed out (connection timed out)".

Event description:
The following has been reported: staff experienced issue while testing the pump. Pump problem alarmed as soon as pump booted up. Cleaned av pins. Same problem happened. Tried different cassette. Same problem happened. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.